Manufacturer narrative:
The device was returned to olympus for evaluation and found when shaking the video connector, there was no image displayed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the video system center had a damaged video connector. The issue was observed during preparation for use for a diagnostic (nasopharyngeal examination) procedure. The procedure was completed using a similar device, and there were no reports of delays, patient or user harm associated. The device was returned to olympus for evaluation and during the device evaluation, the following reportable malfunction was found: failures of the video cable connector cause no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The customer reported that the patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. Corrected fields: b5, e1(reporter name). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a failure of the video connector led to the malfunction. Olympus will continue to monitor field performance for this device.